Event description:
The customer's pump would not turn on and wa not responsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However; the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.